Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014. Operative report noted the presence of a fluid collection, metallosis, metal debris, osteolysis, fibrotic growth in the cup, and a defect of the anterior column. The modular head, liner and acetabular cup were removed and replaced. No right hip revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects:"material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-04100/- 04101 & 2015-01270 /-01271).